Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-03871. It was reported the patient experienced intermittent stimulation. Diagnostics revealed high impedances on the 2nd lead, which prevented different programs to address the ineffective stimulation. The patient continued to experience ineffective stimulation as sometimes she felt tingling, sometimes pain and sometimes nothing, and stimulation cut out spontaneously sometimes, as well. To address the issue, the physician implanted two new leads at t4 and t8 on (B)(6) 2019, and effective therapy was restored without any impedance issues. Both original leads remain in situ.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-03871.